Event description:
It was reported the device is still not cutting properly; it is cutting erratically. It is reported there was no patient involvement or injury for this event.

Manufacturer narrative:
Integra has completed their internal investigation on 9aug2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for (B)(4) manufactured on 2/4/2011 show no abnormalities related to reported incident found. This device passed all required inspection points. This device was last serviced on 5/4/2016. No manufacturing or design related trend has been identified. In summary: manufacturer could not confirm reason for return for dermatome (B)(4) past 3 returns. All parts and assemblies meet all manufacturer standards and function correctly. During all three evaluations the head assembly was found with some minor impact damage causing the leading edge of the head and width clips to have a small burr. Also damage to the blade bed and oscillating pin indicates the blade is either being used or installed incorrectly. The faded finish on the guard and width clips should be addressed by verify the end-users cleaning and sterilization processes meet the approved methods for a dermatome.